Event description:
It was reported that during implantation of the intraocular lens, the leading haptic punctured the posterior capsular bag. The procedure continued without add'l complication.

Manufacturer narrative:
The device was rec'd and inspected under magnification. The leading haptic on the intraocular lens is severely distorted. We are unable to determine the cause of this event, however our observations reasonably suggest this is not mfg related. Prod met all mfg criteria prior to release.